Event description:
Three pcs-17s were requested by the physician for renal tumor ablation. Each probe was individually opened, tested and placed using CT guidance. Each probe passed the pre-test with no visible frosting. Approximately 5 minutes into the first 10 minute freeze, frosting on all three probes was noticed. The physician noted the skin surface felt cold and firm to the touch, so active thaw was started immediately. Shortly after, the probes were removed. Complaint 2 of 3.

Manufacturer narrative:
Correction: lot number 25797. Actual device evaluated via simulated use testing which confirmed the reported issue. Additional evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.